Manufacturer narrative:
(B)(4). Event date unknown. Batch #: u5ap2g. (B)(4). Investigation summary: the analysis results showed that one vasecr35 reload was received. The reload was received damaged and unfired, with the pan detached from the reload. No functional test was performed due the condition of the reload. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It possible that handling by the customer could damage on the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open?

Event description:
It was reported that the reload staple stuck while in surgery. No additional information is available.